Event description:
The customer reported being hospitalized for high blood glucose and hypotension. The customer felt lightheaded and confused. Customer declined troubleshooting. The customer stated that the pump had a failed battery test alarm. She also mentioned that the batteries were out of pump for long period of time.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.